Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer stated that the vessel sealer extend instrument was not working in the e-100. Customer stated that the power button illuminated white and the bipolar button led was off/ had no color. Technical support engineer (tse) recommended that the customer plug, connect the instrument to the e-100, but it still remained off. Customer verified that the cable was plugged in correctly to the e-100. Tse had customer perform a hard reboot on the e-100 and plugging the cable back in, but issue persisted. Customer used the vessel sealer extend instrument in the erbe and continued with the case. The procedure was continued with no patient harm. Isi followed up and confirmed that the initial reporter was not a nurse, but from a 3rd party manufacturer. It was confirmed that the issue first occurred during the procedure. System functionality was checked upon powering on the system with no issues found. They received a red light during the procedure. The e-100 initially powered on without errors. During the procedure, the staff was unable to activate energy and the e-100 would not recognize the vessel sealer extend. The staff power cycled the e-100 with no resolve, but were able to continue the procedure with the erbe.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue. Fse replaced the e-100 generator and the problem was resolved. Fse verified proper operation and informed customer that the system was ready to be used. Isi received the unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigations could not replicate the reported complaint. This unit was installed into the test system, and it worked fine with an in-house synchro seal instrument installed. Led functioned normal as designed. The synchroseal instrument was used with a saline dipped gauze in the jaws, fire yell pedal/sync activations, cut/seal about 100 times, and e-100 worked fine without any issue. There was no problem detected. A log review confirmed the procedure date of (B)(6) 2022 on system sk0376. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.